Event description:
It was observed during the device evaluation, that the forceps table on the duodenovideoscope was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the event occurred as a result of a high-frequency output with a procedure tool in the vicinity of the endoscope. Olympus will continue to monitor field performance for this device.